Manufacturer narrative:
(B)(4). A mynxgrip vascular closure device (vcd) was used and a hematoma under 2-3 cm in size was noted. Manual pressure was applied for 15 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following an interventional peripheral procedure. The patient's hospitalization was not extended. Additional information received indicated that the patient developed a hematoma immediately after the sealant was deployed. Hemostasis was not achieved with the mynxgrip vcd. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no posterior wall puncture. Multiple stick attempts were made before intravascular access was achieved; however, multiple sheath exchanges were not required. The puncture site was not a high stick, nor a low stick. The patient was noted to have recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis the shuttle cartridge was engaged to the handle. The sealant remained inside the shuttle cartridge tubing in manufacturing position and was not deployed. The sealant had no evidence of blood which likely indicates that the device was never inserted into a procedural sheath. The shuttle cartridge and the catheter were inspected for anomalies that may have caused the reported failure. No anomalies were observed. A product history record (phr) review of lot f1715902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hematoma¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be confirmed. The sealant was not deployed on the returned device. The condition of the returned device does not match the description of the incident. According to the procedural steps in the instruction for use, whilst not intended as a mitigation of risk ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was used and a hematoma under 2-3 cm in size was noted. Manual pressure was applied for 15 minutes. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following an interventional peripheral procedure. The patient's hospitalization was not extended. Addendum (12/26/2017) additional information received indicated that the patient developed a hematoma immediately after the sealant was deployed. Hemostasis was not achieved with the mynxgrip vcd. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was no posterior wall puncture. Multiple stick attempts were made before intravascular access was achieved; however, multiple sheath exchanges were not required. The puncture site was not a high stick, nor a low stick. The patient was noted to have recovered.